Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-21h07) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Infection and seroma are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.

Event description:
It was reported that a patient experienced cellulitis and fluid build up approximately 1.5 years after hernia repair with ovitex 2s. The fluid was positive for e. Coli and prevotella after incision drainage. The fluid collection persisted, and the surgeon performed a re-operation to address and removed some polypropylene suture. No further issues were reported.